Event description:
Pca tubing broke at connection with this y-site. Port nos 646640-ext tubing 6466510-y site. Port ni 6466510 broke when attached to port no 6466540. Ports were replaced with new. No harm to pt. Minimal loss of narcotic. (Also see 1006629).